Manufacturer narrative:
The tech attempted to raise the head section manually but there was no change. The voltage at the head up coil was 15vdc and there were no gci fault codes. He replaced the head up valve cartridge to repair the bed.

Event description:
Info received indicates the head of the bed will not go up.